Event description:
Related manufacturer reference number:2017865-2022-07141. It was reported that right atrial lead exhibited undersensing and no capture the right ventricular lead exhibited high capture thresholds. Both leads were explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported events of loss of capture, under sensing and low pacing lead impedance were confirmed. As received, a complete lead was returned in one piece. Lead impedance test could not be performed due to extraction tool stuck inside the lead. Destructive analysis was performed, and visual inspection found abrasion breaching the inner insulation at the distal region of the lead. The cause of the reported events was isolated to the inner insulation abrasion.